Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received battery failed alarm and alleged insulin pump was not working. The customer reported no adverse event. The event involved product(s) mmt-1885l. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1885l was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump received with a blank display. Unable to download to thus software due to blank display. Unable to verify failed battery alarm due to blank display. Unable to perform the self-test, sleep current measurement, active current measurement and displacement test due to blank display. Pump was cut open to perform visual inspection and found the battery tube connector plugged in properly to j7/pcb 1 and no moisture damage on the electronics, 40 pin flexible printed circuit/lcd. The original pcba 1 was installed in a test pcba 2, case, internal battery, and motor. Powered the pump on using the battery simulator and no blank display noted.the original pcba 2 was installed in a test pcb 1, case, internal battery, and motor. Powered the pump on using the battery simulator and blank display noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection fading serial number label, cracked battery tube threads, cracked keypad overlay at select button and cracked battery tube threads. In summary, pump receive with a blank display due to miss connection battery tube connector plugged in properly to j7/pcb 1. Unable to verify failed battery alarm due to blank display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.